Event description:
Procedure type: open laryngectomy. According to the reporter: the device did not fail in the cycling; it closed correctly and they proceeded with the stapling and cutting, but when removing the device, it was observed that the staples had not been correctly formed. They were falling in the pt cavity and were removed (the incision had to be extended more than 2.5 inches). So in order to solve the problem they had to suture manually. There was more than 30 minutes delay, less than 500cc bleeding. No reinforcement material used. Pt has already been released from the hospital. No adverse event reported.

Manufacturer narrative:
(B)(4).